Event description:
Pt was having an x-ray procedure. The nurse accidentally hit the stop button so, the system had to be restarted. However, the system would not come back on line with fluoroscopy / radiography. The pt was not injured.

Manufacturer narrative:
Eval results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.